Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 20-jul-2018 with the following findings: review of the black box data revealed unexplained power on reset events recorded. On examination, moisture was confirmed to be behind the display lens as alleged in the initial complaint. A battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. With the test cap securely in place on the pump, the pump powered on and was exercised for 24 hours without any interruption in power. Investigation did not duplicate a power issue. Leak testing revealed moisture ingress into the pump through a crack in the battery compartment and through the audio bolus button due to a missing button cover. There was evidence of moisture contamination inside the pump on the printed circuit board and other internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.